Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memoryshape breast implant 440cc gel breast prosthesis, cat. #3541408g, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memoryshape breast implant 440cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by a mammogram. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 3/22/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 4/9/2018, mentor received additional information indicating that the serial numbers originally reported were for the incorrect sides. The serial number has been updated. The replacement devices were both 440cc mentor memoryshape gel-filled prostheses, catalog # 3541408, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation (pe) team observed the device severely rented. Additional siltex cracking was found within the rents on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).